Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #1) used to treat the patient. The patient's attorney did allege subsequent surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #1). An additional emdr was submitted to represent the bard/davol ventrio (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1). On (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #2). Ni/ni/ni: the patient had subsequent surgical intervention due to the mesh. The patient is making a claim for an adverse patient outcome against the ventralight st (device #1) and ventrio (device #2).